Event description:
It was reported that an aviator screw migrated out of a deformed aviator assy two level plate post-operatively. The patient was experiencing dysphagia and the surgeon noticed the screw had migrated via x-ray imaging. Revision surgery was performed and the screw and plate were replaced. This report represents the screw.

Manufacturer narrative:
Visually inspection: as all six of the bone screws were returned, it is unknown which screw migrated. The lot codes of three of the screws are illegible as the screw head surfaces are heavily scratched, the other three had lot# z7f. The square drive features of the screws are also worn. A review of the device and complaint history records could not be performed as a valid lot code could not be obtained. Correspondence with rep confirms that the bone screws were seated below the spring bar in locked position and were not over-angulated during index surgery. However, bone prep/insertion method, patient activity level and occurrence of fusion are all unknown. X-ray images were not available for review. The root cause of this event could not be determined conclusively from the available information.

Event description:
It was reported that an aviator screw migrated out of a deformed aviator assy two level plate post-operatively. The patient was experiencing dysphagia and the surgeon noticed the screw had migrated via x-ray imaging. Revision surgery was performed and the screw and plate were replaced. This report represents the screw.

Manufacturer narrative:
The device has been returned and the record has been updated to reflect that.

Event description:
It was reported that an aviator screw migrated out of a deformed aviator assy two level plate post-operatively. The patient was experiencing dysphagia and the surgeon noticed the screw had migrated via x-ray imaging. Revision surgery was performed and the screw and plate were replaced. This report represents the screw.